Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was indicated that the pump was explanted as it was returned.

Event description:
Additional information received from a healthcare provider (hcp) reported the pump was replaced as an action/intervention taken to resolve the issue. The cause of the motor stalls had not been determined. The hcp sent the pump in for analysis. The withdrawal symptoms and motor stalls resolved by replacing the pump. The patient outcome was noted as good. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor feedthru anomaly involving shorting across the insulator. During analysis, it was noted that feedthru m2 was completely bridged across the insulator which most likely was shorted in the field causing the long stall.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving prialt (6 mg at 1.1 mg/day) and bupivacaine (25 mg/ml) via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015, it was reported that the patient had withdrawal symptoms. Pump interrogation and the pump logs indicated that the pump was delivering morphine (6.0 mg/ml at 1.1010 mg/day) and bupivacaine (25.0 mg/ml at 4.587 mg/day). The pump logs also showed two motor stalls with recoveries on (B)(6) 2015. A motor stall on (B)(6) 2015 with a stopped pump period may exceed tube set message on (B)(6) 2015 and a motor stall recovery message on (B)(6) 2015. The pump stalled again on (B)(6) 2015 with a stopped pump period may exceed tube set message on (B)(6) 2015. No diagnostics/troubleshooting were performed. The issue was not resolved. The patient status was reported as ¿alive-no injury¿. The patient¿s pertinent medical history, additional details regarding the drugs in the pump at the time of the event, actions/interventions, cause of the motor stall and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.